Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the monitor of the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The monitor was returned to the manufacturer for analysis. Analysis found an electrical failure with this component. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the surgeon monitor was staying black upon booting the system and would not turn on for a few minutes. There was no patient present.